Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01831. It was reported that the patient experienced pain and discomfort at their incision site after having their trial leads removed. Cultures were taken and confirmed that there was an infection. Patient was treated with antibiotics and is reportedly doing well.